Event description:
Stomach was sore [gastric erosions]: it hurt, so it hurt down there. The patient couldn't get the part off, and the tooth part was hard, so it hurt a little [gingival pain]. It was coming out [product adhesion insufficient}. Case description: on (B)(6) 2025 a spontaneous case was reported in japan by a consumer or other non-health professional. The report concerns an 84-year-old female patient. The patient received new poligrip precision nozzle (carna+polma cream) for other. No concomitant medications were reported. The patient had dentures. She put in the upper and lower dentures using this, but after a few hours of use, dentures started to come off again. The patient wondered if there was any harm in using it for a long time. It eventually dissolved. It ended up passing through the esophagus. The patient used it every day, took it off at night. The patient had about 10 dentures on the bottom, so dentures were a little bad. It wasn't so bad before, but now dentures don't fit anymore. The steel that hung on the side of the denture was all like this. The patient had been using them for a long time, but recently they've been getting worse. The patient had a gastroscopy, and it turned a little red, so she had it removed, but she didn't tell the doctor about it because stomach was just a little sore. The patient used it once a day. The patient used once more, and when she had a drink or a meal with friends, it got a little loose. She was not sure if she would be able to wear it again. When she went to bed, she didn't wear it most of the time. The patient had to have them fixed. Because of the way they fit together, there were parts where the bite was uneven. The doctor was a little uncomfortable with the way she was doing it while she was eating. The lower part was painful. The patient hasn't been able to get the amount of the tooth that was covered by the insurance, but it hurt a little bit because the tooth was hard. When she bit down on both of them, it hurt. When she was working in the past, but it wasn't so bad, the partial tooth was free treatment. She couldn't use those dentures anymore. The other denture had fallen out, so the patient had to spend several (B)(6) dollars to have them made. They were naturally worn out. On an unknown date, after an unknown time of starting new poligrip precision nozzle, the patient experienced a medically significant stomach was sore, (preferred term: gastritis erosive). The outcome of the event stomach was sore was unknown. On an unknown date, the patient experienced non-serious it was coming out, it hurt, so it hurt down there. The patient couldn't get the part off, and the tooth part was hard, so it hurt a little, (preferred term: product adhesion issue, gingival pain). The outcome of the events it was coming out, it hurt, so it hurt down there. The patient couldn't get the part off, and the tooth part was hard, so it hurt a little was unknown. The patient's relevant medical history includes: denture wearer (ongoing). No drug history was reported. Relevant laboratory values: unknown date - gastroscopy(endoscopy upper gastrointestinal tract): even after the gastroscopy, it was a little red, stomach was sore. No comments provided by the reporter. The action taken: for new poligrip precision nozzle was unknown. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.

Manufacturer narrative:
Veeva case: (B)(4).